Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not complete the boot up sequence, it froze at the 0:00 countdown screen. Review of the logfiles confirmed the malfunctioning of flexvision pc. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the flexvision pc bios settings were lost and security label on flexvision pc was broken. Fse replaced the flexvision pc bios battery. After the replacement of flexvision pc bios battery, the system was returned to use in good working order the codes were updated based on the investigation outcome.